Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that infusion set tubing close to the site was kinked and was most likely blocking most of the insulin deliveries on (B)(6) 2026. The patient also reported high blood glucose along with polydipsia.